Event description:
Reportedly, pt expired approx after an implant duration of 1 month, due to unk reasons. Pt also had a 3000 19mm valve implanted in the aortic position on the same day. Unk if pt death is device related. Info received from implant pt registry.

Manufacturer narrative:
Device not returned.